Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, while exfoliating the submucosa, it was found out that the disc of the electrode tip detached inside the patient. The tip of the electrode was not removed from the patient. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2021. During the procedure, while exfoliating the submucosa, it was found out that the disc of the electrode tip detached inside the patient. The tip of the electrode was not removed from the patient. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter city:(B)(6) block h6: device code a0501 captures the reportable event of the electrode tip detachment. Block h10: investigation results the returned orise proknife was analyzed, and a visual evaluation noted that the tip of the electrode was observed to be detached. No other issues were noted. Based on all available information and the condition of the returned device, it is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage, and subsequent use of the electrode resulted in the detachment. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.